Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved and/or logs were not provided for evaluation. The reported defect was not confirmed. All information concerning this reported incident has been included in our trend analysis of the product line.

Event description:
As reported by the user facility: milrinone was running at 0.13 mcg/kg/hr (4 ml/hr) and when the volume to be infused (vtbi) hit 0 it looked as if the pump's keep vein open (kvo) mode kicked it to 20ml/hr. This happened so quickly, nurses could of have been mistaken, but the patient experienced acute tachycardia and frequent pvcs which prompted to a quick intervention. The pump was stopped immediately and a new order was programmed on a different pump.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.